Manufacturer narrative:
Thrombus was previously reported under MFR # 2916596-2023-06155. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with consistent low flows. No changes in rpm were noted. However, the pulsatility index (pi), flow, and power all dropped together. Mean arterial pressure (map) was in the normal range and no changes in speed were recorded. The patient was only complaining of some chest discomfort. The event log file contained the onset of persistent low flow estimates as well as sustained low flow hazard events on 23dec2023 at approximately 0620. No abnormal pump or rotor faults were seen. The calculated flow was far below the low flow threshold and the calculated pi became stagnant. There was also a corresponding decrease in motor power upon the onset of the low flow. The pump appeared to be operating with something interfering with pump flow. From the trending, some type of obstruction was suspected. Obstruction was confirmed via computed tomography angiography (cta). The cta showed complete occlusion of the left ventricular assist device (lvad) outflow cannula. This finding is new when compared to the prior exam where there was a mural thrombus noted. The patient reportedly was non-compliant with their anticoagulant warfarin and international normalized ratio (inr) checks. The patient was placed on impella support and was transferred to hospice care. The lvad was turned off and they were being weaned from impella until their family arrived.

Event description:
Additional information was received that the patient passed away on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected device thrombus cannot be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. The controller event log file contained events from 23dec2023. At 06:20:22, a sudden decrease in estimated pump flow was captured (of note, low flow alarms were active during this time). This decrease persisted for the remainder of the log file and was accompanied by decreases in power and average pi, as well as a minor increase in pump temperature. Although it cannot be conclusively confirmed through this evaluation, the observed findings appear consistent with the account¿s report of a fully occluded outflow graft. No other notable events or alarms were captured. The account communicated that the heartmate 3 left ventricular assist system, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 outlines potential adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a potential late post-implant complications that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 outlines visual/audible alarms, as well as the recommended actions to resolve them. No further information was provided. The manufacturer is closing the file on this event.